Event description:
Patient was revised to address pain.update 11/08/2013- patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to a bulbous cyst with a significant amount of milky fluid, metallotic tissue, and there was no bony ingrowth into the cup.the complaint was updated on 11/13/2013.update rec¿d 01/20/2014 - legal claim was received, which identified doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.the complaint was updated on: 05/18/2014.update rec¿d 5/13/2014 - litigation received. Litigation alleges pain, discomfort, stiffness, weakness and elevated metal ion levels. There is no new additional information that would affect the investigation.this complaint was updated on: 06/05/2014.update rec¿d 10/15/2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information. The cup and head part number will be corrected. The stem and sleeve are being added to the complaint. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: 11/13/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.